Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced issues with the fill estimate. There was no impact to the customer's blood glucose level. Although requested, the customer declined to provide any information regarding the fill estimate issues.